Event description:
A malfunction code was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, leading to no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer acknowledged and understood.